Event description:
Pt was flushing their voice prosthesis while in-situ and pushed it into their esophagus. The next day they saw their physician, and after examining them, the doctor told them that the voice prosthesis will pass through their system.